Manufacturer narrative:
MFR's report date: 01/18/2008.

Event description:
User reported under infusion of levophed. Infusion began at 1:54 pm. At 7:09 pm, user noted solution container still appeared full. Upon inspection, biomed found pumping segment of tubing creased in two areas preventing flow. Investigation confirmed pumping chamber was blocked on the disposable set, model 2420-0500. This is consistent with the set remaining inside the device, while not in use, for an extended period of time with the module door closed. IV tubing label dated 12/9. The logs indicate the module had been delivering norepinephrine since started same day. Two days later, the module was stopped and remained idle over 16 hours. The next day, the infusion was restarted and shortly after, the device alarmed pump chamber blocked. Log recorded a series of events indicating the user opened the door, opened the flow stop, then closed the door and restarted the infusion. The user confirmed the alarm; the device was restarted and ran for over five hours before being stopped and turned off. Functional testing on the device found it to be working within specifications. Root cause of this event was identified as a midstream occlusion as the result of a disposable set allowed to be left in the device with the door closed for an extended period of time. Note: the device displays the following message with a pump chamber blocked alarm. "Pump chamber blocked alarm, a blocked pump chamber has been detected. Open door, and inspect pump chamber. Massage to open blockage as required. Press the reset key and restart to continue infusion." The customer was provided with a tip sheet for blocked chamber and explained how fused tubing and blocked chamber can occur and appropriate actions to take. Pt info requested and all available info is included in sections a and b. This report was filed by the MFR.